Manufacturer narrative:
One sample was received with opened pouch. A visual inspection noted the patient line¿s pull ring tip protector was missing. Functional testing (self-test and priming) was performed with no issues noted. The reported issue was verified. The cause of the condition was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was missing the protection cap of the patient line. This was observed during preparation for therapy. There was no report of patient injury or medical intervention associated with this event. No additional information was available.